Manufacturer narrative:
(B) (4) the customer reported an overinfusion. During the product analysis lab evaluation, the reported condition was not confirmed. The one hour accuracy tests performed confirmed that the accuracy of the device was within specifications. Therefore no further action was needed to correct the initial reported problem.

Event description:
Product surveilance received a phone call from baxter technical services who stated the facility nurse reported a complaint of an overinfusion on a patient that was connected to a flo-gard 6201 infusion with serial number that was delivering rocephin 1gm at 100ml/hr. It was a primary infusion. The nurse stated that after 30 minutes the device alarmed air and the infusion bag was noted to be empty, however the device stated that only 35ml was delivered to the patient. There was no adverse reaction or medical intervention by the facility and there is no additional information available at this time.

Manufacturer narrative:
The device has been requested from the facility by baxter for evaluation, however the device has not been received as of this report. A follow-up report will be submitted after the device has been received and the evaluation has been completed.

Event description:
Reporter alleged the customer obtained a result of 220 mg/dl on the aviva system while feeling shakiness. Reporter stated, the customer was given food as treatment. Reporter stated that an hour later, the customer awoke, yelling and felling weird. The aviva system was used again to obtain another result of 220 mg/dl. Reporter stated the paramedics were called, obtained a result of 37 mg/dl on their system, and the customer was given an IV with sugar water and then a peanut butter and jelly sandwich. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.